Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned. A visual inspection was conducted on the customer provided picture. The picture is of low quality, but the tip of the screw is clearly missing. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the tip of the screw fractured off during use. The broken tip became embedded in the bone, and the surrounding bone was shaved in an attempt to retrieve it; however, it could not be removed. At the surgeon's discretion, a cutting bar was used to crush the broken tip for successful removal, and an alternate product was used to complete the procedure. All pieces were removed and nothing was retained. The proper surgical technique was used. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.